Event description:
In 2006, the pt presented with complaints of pain, redness, increased tearing, photophobia os x 10 days. Pt was seen by a physician who diagnosed corneal ulcer os - r/o acanthamoeba. A corneal scraping and culture was performed. Acanthamoeba keratitis had been diagnosed a week earlier (physician unk) and pt had been prescribed vigamox, atropine and trifluridine. Follow-up eight days later, pt's pain improved. Hypopion seen, post infiltrate. Diagnosis of keratitis os. Three days later, medications changed to baquacil, chrohexidine, and brolene following positive culture results for acanthamoeba. Hypopion negative. Subsequently, pt seen regularly in follow-up with adjustments in medications. By a month later, pt reports less pain, visual acuity slightly better. By last documented visit 44 days later, a diagnosis of corneal ulcer os; acanthamoeba keratitis; scar os. Continue on brolene, baquacil and hyoscine.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available info, no conclusion can be drawn.